Manufacturer narrative:
(B)(4). Email- (B)(6). H11: health canada report number #238277.

Event description:
It was reported that there was an alert/notification settings issue. A health canada report was received on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.